Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was over 400 mg/dl and they treated with bolus. Customer also stated that the insulin pump was not turning on. Reservoir was leaked. Customer took the reservoir out of the insulin pump, it was filled with insulin in the reservoir compartment, user turned the insulin pump over and insulin came out. Troubleshooting was done for moisture expose. Insulin was leaked at o ring. It was unknown whether the user using auto mode feature at the time of reported event. Insulin pump will be returned for analysis. Reservoir will be returned for analysis.